Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient stated they had severe hypoglycemia for ¿some hours¿, but no specific symptoms were reported. The patient was treated with a glucagon injection, but it was unknown by whom. The patient reported that they were not sure if the event occurred due to a cgm or a pump issue. At the time of the report the patient was stable. The patient declined to provide further event information. The patient was discharged on the same day. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.